Manufacturer narrative:
Additional information was received that the patient was treated for an infection but uncertain whether the patient had. It was believed that the infection was not device related and the reason was unknown. The patient was doing well. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was admitted in the hospital due to drainage at the battery site. It was noted that the patient's battery site reopened and an abscess built in. Wound care was provided in the hospital. The patient was prescribed antibiotics and treating site with ointment.

Event description:
A report was received that the patient was admitted in the hospital due to drainage at the battery site. It was noted that the patient's battery site reopened and an abscess built in. Wound care was provided in the hospital. The patient was prescribed antibiotics and treating site with ointment.